Event description:
It was reported that the bd alaris¿ pump module smartsite¿ infusion set experienced component separation. The following information was provided by the initial reporter: lipid tubing broke below alaris chamber.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
The following fields were updated due to additional information: d4: medical device lot #: 20056219. D4: medical device expiration date: 19may2023. H4: device manufacture date: 19may2020. D4: medical device lot #: 20056220. D4: medical device expiration date: 20may2023. H4: device manufacture date: 20may2020. D4: medical device lot #: 20056401. D4: medical device expiration date: 20may2023. H4: device manufacture date: 20may2020. D4: medical device lot #: 20056402. D4: medical device expiration date: 20may2023. H4: device manufacture date: 20may2020. D4: medical device lot #: 20056486. D4: medical device expiration date: 21may2023. H4: device manufacture date: 21may2020. D4: medical device lot #: 20056487. D4: medical device expiration date: 22may2023. H4: device manufacture date: 22may2020. D4: medical device lot #: 20056490. D4: medical device expiration date: 20may2023. H4: device manufacture date: 20may2020. D4: medical device lot #: 20056491. D4: medical device expiration date: 20may2023. H4: device manufacture date: 20may2020. D4: medical device lot #: 20056492. D4: medical device expiration date: 20may2023. H4: device manufacture date: 20may2020. D4: medical device lot #: 20056493 . D4: medical device expiration date: 21may2023. H4: device manufacture date: 21may2020. D4: medical device lot #: 20056504. D4: medical device expiration date: 21may2023. H4: device manufacture date: 21may2020. D4: medical device lot #: 20056528. D4: medical device expiration date: 21may2023. H4: device manufacture date: 21may2020. D4: medical device lot #: 20056529 . D4: medical device expiration date: 21may2023. H4: device manufacture date: 21may2020. D4: medical device lot #: 20056530. D4: medical device expiration date: 21may2023. H4: device manufacture date: 21may2020. D4: medical device lot #: 20056617. D4: medical device expiration date: 22may2023. H4: device manufacture date: 22may2020. D4: medical device lot #: 20056618. D4: medical device expiration date: 21may2023. H4: device manufacture date: 21may2020. D4: medical device lot #: 20056619. D4: medical device expiration date: 22may2023. H4: device manufacture date: 22may2020. D4: medical device lot #: 20056645. D4: medical device expiration date: 22may2023. H4: device manufacture date: 22may2020. H6: investigation summary : a sample was returned for investigation. Through visual inspection, the customer complaint was confirmed. The set had separated at the drip chamber. Tubing looked bent and no trace of solvent was present. The drip chamber was not returned. Possible lots were determined with the smartsite ids on the sample. The device history review was completed for the potential lots. A device history record review for model 2420-0007 lot number #20056219 was performed. The search showed that a total of (B)(4) units in 1 lot number were built on 19may2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2420-0007 lot number #20056220 was performed. The search showed that a total of (B)(4) units in 1 lot number were built on 20may2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2420-0007 lot number #20056401 was performed. The search showed that a total of (B)(4) units in 1 lot number were built on 20may2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2420-0007 lot number #20056402 was performed. The search showed that a total of (B)(4) units in 1 lot number were built on 20may2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2420-0007 lot number #20056486 was performed. The search showed that a total of (B)(4) units in 1 lot number were built on 21may2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2420-0007 lot number #20056487 was performed. The search showed that a total of (B)(4) units in 1 lot number were built on 22may2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2420-0007 lot number #20056490 was performed. The search showed that a total of (B)(4) units in 1 lot number were built on 20may2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2420-0007 lot number #20056491 was performed. The search showed that a total of (B)(4) units in 1 lot number were built on 20may2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2420-0007 lot number #20056492 was performed. The search showed that a total of (B)(4) units in 1 lot number were built on 20may2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2420-0007 lot number #20056493 was performed. The search showed that a total of (B)(4) units in 1 lot number were built on 21may2020. There was 1 quality notifications issued for the failure mode reported by the customer during the production build of this set. Qn 200311202 a device history record review for model 2420-0007 lot number #20056504 was performed. The search showed that a total of (B)(4) units in 1 lot number were built on 21may2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2420-0007 lot number #20056528 was performed. The search showed that a total of (B)(4) units in 1 lot number were built on 21may2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2420-0007 lot number #20056529 was performed. The search showed that a total of (B)(4) units in 1 lot number were built on 21may2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2420-0007 lot number #20056530 was performed. The search showed that a total of (B)(4) units in 1 lot number were built on 21may2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2420-0007 lot number #20056617 was performed. The search showed that a total of (B)(4) units in 1 lot number were built on 22may2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2420-0007 lot number #20056618 was performed. The search showed that a total of (B)(4) units in 1 lot number were built on 21may2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2420-0007 lot number #20056619 was performed. The search showed that a total of (B)(4) units in 1 lot number were built on 22may2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2420-0007 lot number #20056645 was performed. The search showed that a total of (B)(4) units in 1 lot number were built on 22may2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The manufacturing plant was notified of this defect and an investigation was performed. The root cause for the defect was a lack of solvent applied due to an issue with the dispenser. Corrective actions have been taken to prevent this defect in the future including updates to procedures and implementation of a new bushing protocol.

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ infusion set experienced component separation. The following information was provided by the initial reporter: lipid tubing broke below alaris chamber.